Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.631.538, lot: 9832082, manufacturing site: hagendorf, release to warehouse date: march 17, 2016. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were noted. Visual inspection: the rod holder straight was returned and received at us customer quality (cq). Upon visual inspection, it is observed that the distal tip of the straight rod holder shaft has been deformed. The surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. No other issues were observed with the device. Functional test: functional testing of the received device was not performed at cq as the mating device was not returned. The complaint can be confirmed as the the tip of the device was found to have deformed. However, the reported complaint condition of the device unable to assemble with the mating device cannot be confirmed as the mating device was not returned. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to the design of the device and due to it being post manufacturing damage. Document/specification review: the following drawings (current and manufactured to) were reviewed: -rod holder, straight -straight rod holder shaft -interlock -pusher shaft -locking sleeve no design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint is being confirmed for the rod holder straight as the distal tip of the shaft was found to have deformed. A definitive root cause could not be identified for the reported issue from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported there was repeated loosening of the rod from the rod holder resulting in temporary loss of the rod in-situs. The rod was picked up again with effort during the mis procedure, but it was successfully picked up again. The surgery delay about fifteen (15) minutes. There was no adverse patient consequences and no implant damage. The surgery was completed successfully. This report is for a rod holder. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4 - lot number. H4 - device manufacture date device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.